Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the detached on day 7 of wear of the adc freestyle libre 2 sensor. On (B)(6) 2020, the customer experienced hypoglycemic symptoms described as dizziness and suffered a loss of consciousness and was unable to treat themselves. The customer was given an injection of glucagon by the daughter for hypoglycemia. There was no report of death or permanent injury associated with this event.